Manufacturer narrative:
The device was discarded following the procedure, therefore, a complete investigation could not be performed. A review of the lot history record was performed and the device met all specifications. The hospital confirmed the device was operated without suction. The instructions for use for the device provides the following warning "for wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or pt."

Event description:
In 2007, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the shoulder, it was reported the pt sustained a second degree burn approx 6.4 cm in size to pt's right shoulder. The burn was treated with ointment and bandage. It was reported the device was operated without the suction connected.